Event description:
It was reported that this patient had his hip replaced by the surgeon and during the procedure the capsular retractor got entangled in the acetabular reamer and broke. All of the pieces were retrieved but did cause approximately at 20 minute delay. The surgery finished without incident and all pieces were retrieved.